Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s legs ¿gave out¿ in (B)(6) 2012 and they had no feeling in their legs. The patient was using the implantable neurostimulator (ins) ¿a lot¿ during this period. After that, the patient learned that they had a ¿collapsed c3 and c4¿ and that was why they could not feel anything in their legs. The patient went to the hospital, had x-rays and an operation. The patient rehabbed for five weeks and was in a wheelchair. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 39286-65 lot# serial# (B)(4), implanted: 2010-10-07 explanted: product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4) .

Event description:
Additional information received reported that between (B)(6) 2012 and (B)(6) 2012 the patien's implantable neurostimulator (ins) was not providing enough relief, the patient fell, and they were in pain from the waist down. The reporter stated that in 1999, 2008, and 2009 they had surgery for miserable back problems. It was noted the patient uses a walker or was in a wheel chair now. It was further noted a complete scan was done during this time period. The reporter stated they went to the emergency room on (B)(6) 2013. It was noted the patient takes medication as needed for pain. The reporter stated they fall. It was noted the patient had a plate put in their neck in (B)(6) 2013. It was further noted the patient had been in and out of the hospital and rehab since. The reporter stated their hip replacement healthcare professional (hcp) told them they would be walking in three days and after the surgery the hcp told them the surgery was a success, but because of so much nerve damage in their spine they had to be in a wheel chair.